Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm in diameter abdominal aortic aneurysm approximately 24 months ago. The iliac vessels had moderate tortuosity. It was reported that the patient had a distal type 1 endoleak that was resolved by placement of an iliac limb extension. It was reported that at the one month follow up there was stent graft occlusion noted to be in the left iliac artery. Also, there was a type ii endoleak from the lumbar, it was left uncorrected. The two month follow up revealed that the occlusion still remained. The investigator assessment states that the event is related to the study device; however it is not related to the study procedure. It was reported that the patient was in for their 2 year follow up. The aneurysm was 5.5 cm in diameter. A CT with contrast was done and there was evidence of stent graft kinking in the left limb level bifurcation. Also, stent graft occlusion in the left iliac is unresolved and is continuing. There is still a type iib endoleak that was left uncorrected. The physician will continue to monitor the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft kink), patient's condition affected effectiveness of device (tortuous iliac arteries), device failure/lack of effectiveness related to patient condition (tortuous iliac arteries).